Event description:
It was reported by a customer in the USA that, the ht70 plus ventilator pump was noisy. There was no patient involvement.

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned pump reported for being noisy. Initial visual inspection revealed that the pump pulley on the left side, when facing the solenoid mounting point, had sprayed the inside of clear plastic housing with a black matter. The right side had experience a similar spraying, but with significantly less material dispersed, roughly 80-90% less. Upon disassembling the unit, it was found that both pairs of linear bearings had missing bearings. Additionally, it was determined that on both pairs, one side of each pair would be perfect, the other side would be damaged, likely indicating uneven wear patterns. The black matter appeared to be a combination of the lubricant used on the slide, now hardened on the rails, the spray particles, and plastic presumably ground from the wear points on the linear bearings. There was corrosion/patina noticed at the entry points for the pump rods. The customer complaint was verified. (B)(4).